Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issues. The device was not received for evaluation. The root cause of the delivery issues were determined to be related to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was attempted to being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump could not be fully advanced into the patient because of challenging anatomy. The patient was escalated to an impella 5.0.